Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Medical records received. After review of the medical records for MDR reportability, the medical records report that the patient fell, then radiographs were reported to show displacement of the radiolucent spacer, there was an audible squeak and pain. Radiographs are reported to show the femoral head was eccentrically and superiorly located consistent with wear. Medical records reported that the patient was revised, but no revision notes were provided at the time of this review. The complaint was updated on: 09/12/2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other similar or related reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. With the limited amount of information provided, it cannot be determined that the complaint is product related. There were no details provided for any revision operations performed on the right hip. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update oct 17, 2017: medical records received. In addition to what were previously alleged for MDR reportability, medical records reported that patient had metallosis, loosening and wearing of both head and liner. Revision notes reported a large amount of black fluid that appears to be metallic debris, loosening and significant wearing on the head and liner. Update oct 19 and 23, 2017: medical records received. After review of the medical records, there is no new information that will affect the MDR reportability. This complaint was updated on oct 27, 2013.

Manufacturer narrative:
(B)(4).